Event description:
On (B)(6) 2004, a pt underwent successful repair of an abdominal aortic aneurysm using the gore excluder bifurcated endoprosthesis. During the one year follow up appointment, a CT study was conducted which demonstrated aneurysm growth which continued to be seen on a (B)(6) 2006 CT scan. The pt was brought back to surgery on (B)(6) 2006, for both a relining of the graft using two iliac extender components and the release of fluid from the aneurysmal sac via an abdominal laparotomy. The physician believes the aneurysm growth was due to endo-tension. The pt tolerated the procedure.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: this event involves another device: (B)(4).